Event description:
It was reported that a malfunction occurred. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and since the pump was no longer under warranty, it would not be returned.